Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The device scissored the clips and the clip cut the common bile duct. Another device was used to complete the case. The patient remains in the hospital at this time per the surgeon. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The rep confirmed with the surgeon that the patient did have a second operation to address the leak. The patient remained in the hospital (B)(6), but has since had a full recovery. There were no further details provided by the surgeon.